Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported experiencing high blood glucose of 302 mg/dl. Troubleshooting was performed. Drive support cap appeared to be normal. Customer was advised to disconnect from the device. Customer was advised to run a manual prime, insulin did exit. No leaks or air bubbles noted. Settings were correct. Alarm history showed the low reservoir alarm, a bad battery alarm, button error alarm, and no delivery alarm. Customer did not have a tubing clamp unable to perform high pressure test. Cannula was not bent. Customer did state that days prior the site was painful and he removed it. Button error occurred because device was pressed against a wire. Customer stated a week ago after highs started customer went to the doctor for urinary tract infection and kidney infections. No further information reported.